Event description:
On (B)(6) 2009, the pt reported she continues to have issues with air bubbles in the insulin cartridge of her infusion device that appear a few hours after changing the cartridge. During troubleshooting, she stated she adjusts the piston rod prior to inserting the cartridge, but does not always attach the tubing and adapter to the cartridge prior to insertion. She uses room temperature insulin. She stated she quickly boluses out the air bubbles. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.